Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter; the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(4), ubd 2015-10-02 (B)(4). Analysis revealed no significant anomaly; miscellaneous acceptable testing, catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the pump connector leaking. The patient was experiencing increase in pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was an x-ray was done. The actions and interventions taken to resolve the issue was replacement of the pump segment. The issue was resolved at the time of the event and the patient status was noted as alive, no injury. No further complications were reported.